Event description:
It was reported that a patient experienced peritonitis coincident with therapy for peritoneal dialysis (pd). The patient was not hospitalized for the event and the cause of the peritonitis was unknown. The patient was treated with an injection (inj) of reflin (1gm, per day, and route not reported) and an inj. Of tobramycin (40mg, per day, and route not reported). It was unknown if the patient recovered from the peritonitis.

Manufacturer narrative:
(B)(4).this report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Since the lot number is unknown, no batch review will be performed. The problem was not confirmed, since there was not sample for evaluation. There was no assignable cause, as no device malfunction or use error was identified during the report.baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.